Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from rep. They reported the defective ipg is being mailed back to medtronic in a medtronic provided return box on 3/18/19. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient being implanted with an implantable neurostimulator (ins). It was reported by a manufacturer representative (rep) while in the operating room (or) that they had been attempting to tighten the setscrew on the lead but the lead could be pulled out of the header. The caller had indicated that they backed the setscrew out and retightened it 3 times. The caller reported they heard the clicking of the wrench when tightening the setscrew but the lead could still be pulled out of the header block. Technical services reviewed that if the setscrew wasn¿t tightening that the ins was going to need to be replaced. The caller reported they were going to replace the battery and that they would send back the ins with the potential problem for analysis. As the caller was in the or they had to end the call, however they reported more information regarding the event later during the same day. The rep reported again the ipg (the ins) hadn¿t been able to secure the lead. They noted the right lead had been placed into the ipg, the torque wrench had been used to screw in the set-screw until a click had been heard however the lead had not been secured. They attempted this 3 times and called the manufacturer company. The rep stressed they had properly placed the lead inside the ipg and had used the torque wrench to screw in the setscrew to secure the lead however the lead remained unsecured and could be removed from the ipg. The rep reported they were told by technical services the ipg was defective and they requested the ipg be mailed back to the manufacturer company for further analysis. The rep noted they had to replaced the defective ipg with a new ipg from the facility¿s shelf-stock. The rep noted the issue had been resolved at the time of the report. The defective ipg had been collected in a biohazard bag and was going to be mailed back to the manufacturer company for further analysis. There were no symptoms and there were no further complications reported/anticipated.

Manufacturer narrative:
Below are the analysis findings and test results: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. If information is provided in the future, a supplemental report will be issued.